Manufacturer narrative:
This report filed october 28, 2015.

Event description:
Per the clinic, the patient showed no behavioral response to sound with device use post implantation. Subsequently the device was explanted on (B)(6) 2015 and the patient was re-implanted with a new device.

Manufacturer narrative:
(B)(4).